Event description:
Procedure type: colectomy. According to the reporter: the clip remained jammed on the black anvil and was difficult to remove without damaging the vessel. The vessel was damaged while removing the device. A new instrument was used to complete the procedure. No delay to surgery and no blood loss were reported. The pt is in well current condition.